Event description:
A doctor contacted baxter (B)(4) regarding a minicap transfer set. The doctor stated there was leakage from the twist clamp found during use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak from a transfer set was not confirmed and the root cause could not be determined. A sample evaluation was performed. Functionally, the set was hand tightened a lab (B)(4) titanium adapter without difficulty. The set was then tested underwater at 8 psi with no leak noted during clamp function and no tubing leak noted. During visual inspection no manufacturing abnormalities were noted.